Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following: the insertion tube had dents, the metal pin and the plug unit were corroded, and damage was found on the charged coupled device. Based on the results of the investigation, physical stress was applied to the insertion section while the user was handling the subject device. The physical stress caused damage to the image sensor unit and/or its cable; as a result, the image was not displayed during angulation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an image problem when using angulation. The issue was found during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.